Event description:
Prior to the pt being stimulated with the cochlear implant, it was noted by the healthcare professional that the receiver/stimulator (r/s) had migrated to a site behind the pinna. The pt was unable to use the device. On 11/18/1997 the pt underwent revision surgery to move the r/s to the proper location. No immediate postop x-ray was done and showed that the electrode array had migrated into the middle ear space. On 2/11/1998 the pt underwent revision surgery to reinsert the electrode array into the cochlea. The healthcare provider agreed to provide follow-up info when the pt begins using the device. This MDR inadvertently was not sent until the second revision surgery occurred.